Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
On 09-dec-2025, a other health care professional contacted technical service to report that totalcare frame (product code p1900p007570, serial number (B)(6)), had the head of the bed not raising. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.